Event description:
Event description guidant received information that this ventricular lead had intermittent loss of capture a few days after implant. The patient presented in the clinic due to symptoms. The ventricular threshold had increased. A fluroscopy indicated good lead position.